Event description:
Nurse opened a new blunt fill needle and a new 3ml syringe to pull up medication from a new vial. When the clear medication was withdrawn into the syringe, a red liquid entered the syringe.